Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and following receipt of an untitled letter issued by the FDA. (B)(4). Exact date of event was not specified, occurred (B)(6) 2013. Date is not available. Distributor repair technician evaluated the unit and found the vent alarming high pressure when max paw thumbwheel was set at 18 and the map panelmeter displayed 34.8. When the driver was started, amplitude started at 130 and fell to 0.00. The map was 1.00, but alarming. Distributor returned unit the carefusion for additional evaluation. Carefusion received part/model #- 768901-rnt serial #-(B)(4) for evaluation. The reported condition was confirmed. When the unit was turned on and pressurized mean pressure fluctuated and after a min the unit shut down. The setting were: power at 3.31, bias flow 20 lpm, I% 34, freq. 9, mean pressure 12.5, set max 18, set min 07. Found the unit mean pressure out of specification, reading 50.2 and frequency panelmeter at 50.6. The front panel and hose in the pneumatics have an old and worn appearance. Forwarded unit to carefusion failure analysis lab for further evaluation; fa recommendation: the records on this indicate that is was brought in for its 7k preventative maintenance oct 2000. The unit is functioning intermittently and is showing multiple signs of age. Therefore, it would not be cost effective to rework this unit to current condition. Thus, this unit should be scrapped.

Event description:
The following event was reported to carefusion rental distributor by a user facility: customer reported a rental 3100a "failed on a patient". The unit was originally placed on the patient 2-3 days ago and baby was doing great. They took the baby off of the vent for a day and then had to go back on this morning (1:00am their time). When they put the baby back on after an hour or so, the map and amplitude both increased to above 100 causing the driver to shut down. The vent alarmed appropriately so they could attend to the baby. Distributor stated that at the patient circuit calibration, the vent passed. Carefusion tech rep inquired if there were any cell phones/walkee talkees around the ventilator during this time. He stated that he did not think. Carefusion tech rep inquired if there was any excess condensation within the circuit. He said that there could have been. Carefusion tech rep inquired explained about water ingress and how water within the circuit can get inside the ventilator causing issues with the pressure transducer. Carefusion tech rep authorized a replacement and notify rentals.